Event description:
Caller reported that the insulin board controller (ibc) dropped 25% in a short period, causing an unexpected shutdown of the pump. The shutdown led to the customer's blood glucose level exceeding 500 mg/dl; however, the specific value was not known and was displayed as "high." The customer addressed the high blood glucose level with a correction bolus via the pump without requiring third-party assistance. Technical support advised the caller on battery best practices and recommended monitoring the situation, offering further support if the issue persisted.